Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and non-penumbra coils. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed two non-penumbra coils and a smart coil in the target vessel. Next, the physician advanced another smart coil into the target location and attempted to detach it using the handle; however, the smart coil failed to detach. Subsequently, the physician decided to remove the smart coil; however, upon retracting, the smart coil had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed and the coil was flushed out on the back table. The same microcatheter was then reinserted back into the patient. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was damaged, and the pull wire and pusher assembly were fractured on the proximal end of the pusher assembly. The pull wire was retracted from its initial position within the pusher assembly ddt. This likely occurred during attempts to the detachment attempts made during the procedure and contributed to the embolization coil detaching. The root cause of the difficulty detaching during the procedure could not be determined. Further evaluation revealed pusher assembly bends and kinks throughout its length and the embolization coil had offset coil winds. This damage was likely incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.